Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation and deflation issues due to pump not cycling properly. Troubleshooting measures were performed but were not successful; therefore, the pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. It was microscopically inspected and tested for leaks. Microscopic evaluation revealed that the poppet rod was misaligned; due to that finding, the pump could not be functionally evaluated. Based on the information available and analysis results, the misaligned poppet rod could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation and deflation issues due to pump not cycling properly. Troubleshooting measures were performed but were not successful; therefore, the pump was removed and replaced. There were no patient complications reported.